Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. It was discovered that the implantable cardioverter defibrillator exhibited backup vvi operation. High voltage therapies were available and patient was asymptomatic. The device was restored to normal function. Patient was in good condition throughout the process and will continue to be followed up.